Event description:
It was reported that customer saw cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not appear again, and then successfully started new sensor session.